Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch does not work. Upon some functional test fse confirmed that there is a connection issue in wired footswitch. The fse replaced wired footswitch. After replacement wired footswitch, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the pedal intermittently fails. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the foot switch. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.